Event description:
It was reported that the stent partially deployed. A 150mm innova self expanding stent was selected to treat a chronic total occlusion of the right leg's superficial femoral artery. While attempting to deploy the stent, the thumbwheel stopped functioning after 75% of the stent was deployed. The physician split the handle and continued deploying the stent. The stent was successfully deployed, and stent placement was accurate. There were no patient complications reported. It was further reported the 6 x 150 x 130 innova vascular self expanding stent was used in a normally tortuous and normally calcified lesion within the sfa. A contralateral approach was used to access the lesion. Pre-dilation was performed. The innova device was used over a v-18 guidewire and with a 6f non-bsc sheath. Normal force was used to rotate the thumbwheel until the white arrow was observed. Once fully deployed, the stent appeared normal. There were no patient complications.

Event description:
It was reported that the stent partially deployed. A 150mm innova self expanding stent was selected to treat a chronic total occlusion of the right leg's superficial femoral artery. While attempting to deploy the stent, the thumbwheel stopped functioning after 75% of the stent was deployed. The physician split the handle and continued deploying the stent. The stent was successfully deployed, and stent placement was accurate. There were no patient complications reported.